Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material¿. ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2009 whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2014, the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, adhesions, mesh infection, mesh removal, and loss of consortium. Additional event specific information and medical records were not provided but have been requested.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2014 whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2014, the gore device was explanted.

Manufacturer narrative:
A4: added weight b5: corrected part of the event description. B7: added medical history h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2014 state: ¿the patient is a 41 year old male who presents with an umbilical hernia. Symptoms include bulge at the umbilicus and abdominal pain. The pain is located in the mid-abdomen. The patient describes the pain as dull and aching. Onset was 5 day(s) ago. Onset followed straining.¿ ¿on exam he has a reducible umbilical hernia without signs of incarceration or strangulation.¿ records dated (B)(6) 2014 state the patient was seen for ¿abdominal wall redness postop.¿ ¿had some redness of the abdominal wall. Patient on (B)(6) 2014 had laparoscopic reduction and repair of ventral hernia using a prosthetic patch¿it is an outpatient procedure as is often the case. Patient and wife said he had some erythema. This increased and he came to the ER during the night. CT scan was obtained and showed some small amount of fluid and some postoperative changes. Wbc was 12.¿ the (B)(6) 2014 records state: ¿he has trocar site incisions on the abdominal side in four with patches anchored surrounding the umbilical area. He has some edema in the umbilicus at the old hernia sac site and some erythema in the abdominal wall.¿ ¿impression: cellulitis with abdominal wall postoperative. CT scan is hard to discern because he is in essence less than 72 hours post surgery.¿ discharge summary records dated (B)(6) 2014 state: ¿patient is a 44-year-old male who presented to the emergency room on(B)(6) 2014 for erythema and abdominal pain at his previous surgery site. The patient began experiencing increasing pain and had some redness of the abdominal wall especially in the shape of his previously placed umbilical hernia patch.¿ the (B)(6) 2014 discharge summary states: ¿as noted above, on the day of admission, the patient was seen int eh emergency department by dr. (B)(6) and following his evaluation, the patient was admitted to the general medical surgical floor. Also on (B)(6) 2014 , infectious disease was asked to see the patient. The patient was seen and evaluated by dr. (B)(6) who managed his antibiotics throughout the hospital stay. The patient was evaluated late on the day of admission by dr. (B)(6) and was noted at that time to have decrease erythema in his abdominal area. He was also noted to have positive bowel sounds in all four quadrants. The patient was continued on his IV antibiotics over the next several days. The patient did have cultures obtained from his wound and those were returned with a negative gram stain and no organisms seen at third day of growth.¿ the (B)(6) 2014 discharge summary continues: ¿over the next several days, the patient continued to make slight improvement, although he also complained continuously of increasing abdominal pain. Of note, however, the patient was regularly not in his room as he was out smoking. By (B)(6) 2014 , patient¿s erythema was greatly decreased, his abdominal pain was decreased, he was tolerating a diet. He was noted to have normal white blood cell count. The following day, (B)(6) 2014 , the patient was returned to the operating room by dr. (B)(6) at which time he underwent surgical procedure as outlined above. Procedure was tolerated by the patient without any complications.¿ the(B)(6) 2014 discharge summary states: ¿postoperatively, the patient continued to complain of an extraordinary amount of pain, and postoperatively during the night, he was started on a pca pump.¿ ¿remainder of the patient¿s hospital course was essentially uneventful.¿ ¿he did have positive bowel sounds and abdominal wall looked better.¿ discharge diagnoses are noted as ¿1. Abdominal wall erythema and pain. 2. Recent laparoscopic reduction and patch repair of ventral umbilical hernia performed by dr. (B)(6) .3. Gastroesophageal reflux disease. 4. Chronic pain syndrome. 5. Peptic ulcer disease. 6. Ongoing tobacco abuse.¿ records dated (B)(6) 2014 state the patient was seen for a postoperative visit. ¿patient underwent laparoscopic reduction repair of incarcerated symptomatic umbilical hernia. He was readmitted with abdominal wall cellulitis. That did not respond to IV antibiotics. He subsequently underwent laparoscopic removal of the mesh. Presently he is much better. His abdominal wall erythema and cellulitis has resolved. He is afebrile. He is on by mouth augmentin. Multiple cultures were obtained and they were all no growth.¿ impression states: ¿he had a rather severe inflammatory reaction. I will say that it was infected mesh although all of his multiple cultures were negative. He is responding nicely to removal of the mesh.¿ records dated (B)(6) 2015 state a CT scan of the abdomen was performed for an indication of epigastric pain. ¿there is a small umbilical hernia containing omental fat. The previously identified mesh and fluid has resolved.¿ records dated (B)(6) 2015 indicate the patient was seen for a recurrent reducible incisional hernia. ¿his history is significant in that dr. (B)(6) , now retired from our group, did an umbilical mesh repair but later explanted the mesh due to infection. He never had that defect fixed.¿ ¿he needs a biologic patch since he had a mesh placed and then removed. It is not as strong but less reactive.¿ records dated (B)(6) 2016 state the patient was seen postoperatively status post an incisional hernia repair. ¿looks better. Erythema resolved. Eating okay and good bowel function. I took staples out and steri-stripped today. I agree had noted a few days ago I think he had a postop skin topical allergic reaction. The medrol dosepak clearly helped. His hygiene is not the best. He is care is assisted by the lady that accompanies him. I encourage cleaning or showering and keeping a clean shirt over this.¿ records from (B)(6) 2017 indicate the patient underwent repair of a symptomatic left inguinal hernia with mesh. ¿a 44-year-old male with a direct inguinal hernia by CT scan. He has an alleged allergy to gore-tex. As such, prolene mesh was placed.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: radiology ¿ CT abdomen/pelvis w/o contrast. Indication: left flank and left lower quadrant pain. Findings: abdomen: tiny umbilical hernia containing only fat. On (B)(6) 2014: ed physician notes. Hpi: presents with hernia and pain in umbilical hernia. Onset just prior to arrival, constant, right abdomen, severe. Exacerbating factors: bending over and standing. Sudden onset while watching tv. Pmh: umbilical hernia, obesity. Tobacco use: cigarettes; current every day smoker, 1 ppd [pack/day]. Exam: unremarkable except; gi: abdominal distention, obese. Tenderness: moderate, periumbilical. Mass: hernia. Notes: discussed with dr. (B)(6) who recommended ice to area and pain meds. Patient was laid flat. Reexamination/reevaluation: course - resolved. Notes: able to fully reduce the right sided umbilical hernia without pain. Feeling much improved. Sat patient up in bed. Notes: patient has again freely reducible umbilical hernia which is slightly tender. Discussed pain meds and f/u with surgery. Return if not reducible. Impression & plan: abdominal hernia. No heavy lifting. Ice to area and lay flat. Work to push this area back into the abdomen area like shown here. Dc with pain meds and recommended surgical fu. On (B)(6) 2014: radiology ¿ CT abdomen/pelvis w/ contrast. History: umbilical hernia. Impression: small umbilical hernia. Otherwise, unremarkable. On (B)(6) 2014: emergency room visit. Hernia. Associated diagnoses: abdominal pain, ventral hernia, obesity, nausea. Hpi: presents with hernia. Pain is moderate. Exacerbating factors include bending over and heavy lifting. Impression & plan: abdominal pain, ventral hernia, nausea, obesity. Improved, stable. Discharged. On (B)(6) 2014: emergency room visit. Hpi: when he went home after surgery he noticed some redness. He was able to take a bath today and the redness is worse. Disposition: admitted for abscess. On (B)(6) 2014: history & physical. Cc: abdominal wall redness postop. Hpi: had laparoscopic reduction and repair of ventral hernia using a prosthetic patch. Patient & wife said he had some erythema. This increased and he came to ER. CT scan, small amount of fluid and some postoperative changes. Wbc was 12. Exam: unremarkable except; lungs: coarse scattered rhonchi. Abdomen: trocar site incisions, four with patches, umbilical area. Edema in umbilicus at old hernia sac site, erythema abdominal wall. There is no crepitus, fluctuance, drainage or necrosis, or dusky skin. Impression: cellulitis, abdominal wall postoperative. Plan: vancomycin has been started by ER team and I agree. Admit for further vancomycin. Goal, eradicate postop erythema. Cannot rule out that he would need other surgery but will treat medically. On (B)(6) 2014: radiology ¿ CT abdomen/pelvis w contrast. History: umbilical hernia repair 3 days prior, redness, swelling, discharge from the site. Findings: no recurrent or residual hernia. Small amount of fluid along the mesh which is likely related to a seroma. Impression: s/p umbilical hernia repair with mesh. Small amount of fluid is seen along the mesh which is normal and expected. In the subcutaneous soft tissues at the level of the umbilicus there is a 3.2 cm fluid collection that contains a small bubble of air. This is concerning for a small abscess. There is edema in the abdominal wall. No intra-abdominal free fluid or abscess. Constipation. On (B)(6) 2014: consultation ¿ infectious disease. Hpi: severe postoperative abdominal wall cellulitis. Umbilical hernia repair, utilizing mesh, did relatively well until yesterday, noted onset of increasing abdominal pain and erythema. Fevers of up to 100.7, along with shaking chills. Presented to ER, noted abdominal wall cellulitis, prompting a CT scan, hospital admission, and IV vancomycin therapy. Since admission, has been afebrile. Complains of moderately severe diffuse lower abdominal discomfort. Has a remote history of alcohol abuse. Exam: temperature 98.3. Unremarkable except; fairly intense erythema over mid and lower abdominal wall with early vesicular bullous lesions. There is some induration but no fluctuance. Mid and lower abdomen tender under skin. Wbc 12.6. Impression: abdominal wall cellulitis, erythema, early vesicular bullous lesions, suggestive of staphylococcal or streptococcal infection. Streptococcal infection would appear to be more likely given the rapidity of onset. Prudent to continue IV antibiotic therapy and will add IV ceftriaxone to vancomycin. I certainly cannot rule out a contact dermatitis related to his preoperative prep, but cellulitis would appear to be a more likely diagnosis. Leukocytosis secondary to cellulitis. Abdominal pain secondary to cellulitis. May need to consider draining the fluid collection, although this may simply be a postoperative seroma or hematoma. On (B)(6) 2014: nurse notes. Change in condition. Patient woke up c/o increase pain to abd. States pain to umbilical area and lower mid, rt and left abd. Patient moaning in pain and states this is worse pain he has had since hospitalization. Pain not relieved with dilaudid and 2 lortab 7.5 mg. Abd. Assessment shows abd distended, redness to abd and tender to touch. Bowel sounds pos x 4. Had normal bm today x 2. Patient attempted to walk down hall and had to be put in wc to make it back to room. Dr. (B)(6) notified and CT scan ordered. Pt taken to CT via w/c at 0400. Once back to room pain med dilaudid repeated. On (B)(6) 2014: radiology ¿ CT abdomen/pelvis w contrast. Indication: abdominal pain. Findings: there has been an interval increase in the amount of fluid surrounding the mesh, which now measures up to 4 cm in thickness and was previously 1.6 cm. There is also a subcutaneous collection of fluid in the umbilical region measuring 3.3 cm. No other area of abnormal fluid is identified. There is no evidence of bowel obstruction. Images of the pelvis revealed a small left inguinal hernia containing fat only. Impression: interval increase in the amount of fluid adjacent to the anterior abdomen wall mesh of uncertain significance. This may represent a seroma but superimposed infection cannot be excluded. Persistent collection of fluid in the umbilical region also may represent seroma, hematoma or abscess. On (B)(6) 2014: lab results - microbiology-bacteriology. Culture wound and stain. Accession: (B)(4). Source: abscess. Body site: abdomen. No growth. Stains/ preps: gs. No organisms seen. Moderate white blood cells. On (B)(6) 2014: operative-procedure report. Pre/postoperative diagnosis: status post laparoscopic repair of abdominal hernia with mesh, now with suspected infected mesh. Procedure: diagnostic laparoscopy followed by laparoscopic removal of mesh with intra-abdominal cultures. First assistant: eric morrow, pa-c. Findings: ¿he had some fluid between the omentum and the patch that was cultured, some old bloody-looking fluid above the patch in the abdominal wall that was cultured and no active pus. Description of procedure: patient was seen preop. Consent was obtained. He was brought to the operating room, induced, clipped, prepped, draped. He was already on ceftriaxone. We did a time out. Veress needle was inserted in the right upper quadrant. Pneumoperitoneum was achieved, pressure of 17, is followed by 5-mm optiview trocar. He had the omentum stuck up the abdominal wall. We put a 10 and a 5 in the right mid abdomen to the previous sites. The omentum came down easily. There was some fluid between the omentum and the patch. It was cultured and it was somewhat bloody and then all the omentum was taken down. The patch was clearly delineated and grossly did not appear infected. We went ahead and incised the sutures laparoscopically and we were able to take the entire mesh down. There was some fluid on top of it. It was also cultured and then some adherent debris above the patch that we actually sent for culture. Patch was then removed and we irrigated out extensively, made sure they were in the small bowel. There were no evidence of enterotomies, no succus, no other issues whatsoever. So, we irrigated out the pelvis, left gutter and made sure there were not any bleeding and then we felt we solved the problem. Some 0 vicryls were put in to try and pull together the hernia defect that came together but I do not think it will last long. We then closed out 10 mm trocar site in direct vision with 0 pds. Pneumoperitoneum was released. Local anesthetic was placed. Skin was closed with prolene. Dressings were applied. He was reversed and extubated.¿ on (B)(6) 2014: surgical pathology report. Accession #: (B)(4). Specimen: explanted umbilical hernia mesh. Clinical history: umbilical hernia. Pre/post-op diagnosis: infected umbilical hernia mesh. Diagnosis: explanted umbilical hernia mesh, gross diagnosis only. Gross description: a single specimen is submitted in formalin with the patient¿s name and demographics designated ¿explanted umbilical hernia mesh¿ and consists of a synthetic pale tan tissue measuring 12.0 x 8.0 x 0.2 cm with multiple silver apparent metallic rings throughout. No identifying markings are noted. One aspect has a string attached. The specimen is submitted for gross exam only and will be retained for a brief time within the laboratory. On (B)(6) 2014: microbiology-bacteriology. Culture tissue and stain. Accession: (B)(4). Source: tissue. Body site: abdomen. Peri-mesh tissue abdomen. No growth. Stains/preps: gs. No organisms seen. No cells seen. Culture body fluid and stain. Accession: (B)(4). Source: fluid. Body site: abdomen. Peri mesh fluid. No growth. Stains/ preps: gs. No organisms seen. No cells seen. Culture anaerobic. Accession: (B)(4). Source: tissue. Body site: abdomen. Peri-mesh tissue. No anaerobic growth. Culture anerobic. Accession: (B)(4). Source: fluid. Body site: abdomen. Peri-mesh fluid. No anaerobic growth. There is no information detailing the etiology of the infection. On (B)(6) 2014: progress notes. Infectious disease. Decreased abd pain. Decreased umbilical erythema. A/p: 1) abd wall cellulitis better. Leukocytosis ¿ resolved. Tentatively plan IV antibiotics until early next week, then no antibiotics. On (B)(6) 2015: emergency room visit. Hpi: presents with peri-umbilical like abdominal pain, past 4 days. Nausea, vomiting, diarrhea as well. Also noted that umbilical hernia is again back which was not normal for him after surgery. Pmh: gerd, pud, chronic pain. Exam: unremarkable except; gi: distention, tender, guarding, rebound positive. Mass, hernia. States he also wants to tell me that he feels like his penis recedes during intercourse. He states this has really been the case since he had the hernia repair surgery. Curious if this is related to his prior hernia surgery. Impression & plan: diagnosis: hernia, umbilical; nausea, vomiting; abdominal pain. Improved, stable. Discharged. Rx: norco, prn pain. On (B)(6) 2015: operative-procedure reports. Surgeon assistant: amy howard, pa-c. Preoperative diagnosis: abdominal incisional hernia. Postoperative diagnosis: abdominal incisional hernia repair with biopatch. Findings: ¿the patient has mid abdominal hernia going from above to below the umbilicus. He had a prosthetic patch placement with another surgeon in the past. This was explained [sic] in the last year secondary to infection. Therefore, biologic patch, antibiotic-impregnated and xenmatrix 12 x 10 cm was used for the repair. He has done a retrofascial technique. He had omentum incarcerated into this defect. Description of procedure: patient was brought to the operative room and general anesthesia was administered. The abdomen was prepped and draped in sterile fashion. Over the course of procedure, pre, during, and post procedure, 30 ml of exparel long-acting local anesthetic was inserted. A curved incision had been made around the umbilicus. The umbilical tissue was dissected off the hernia sac. The hernia sac extends up and below this area. The subcutaneous tissue was dissected off the fascia circumferentially around the mid abdomen. The omentum was stuck into the hernia patch. This was dissected free. Somewhat adherent [sic] in all directions. Mostly blunt dissection, some sharp dissection was used to free up the omentum from the hernia defect and from the backside of the anterior abdominal wall. Few staples from the previous patch could be felt, but no residual prosthetic patch material was detected. Once the base was cleared out, omentum was taken away from the anterior abdominal wall. Then, a biologic patch, xenmatrix was selected. It was cut to 12 cm vertical and 10 cm across. Four stitches, superior and inferior and right and left side were placed through the fascia into and out of the patch and back up to the fascia in a u-stitch fashion. Once these were done, the patch was placed retrofascial into the abdominal cavity. Then, the stitches were loosely pulled up to get alignment. Two more stitches were placed in the bottom right and left lower corners. Once these were all positioned, then the sutures were tied down bringing the patch snugly into a retrofascial position. The fascia was then closed transversely, oriented with interrupted 0 ethibond sutures figure-of-eight. The subcutaneous tissue in the umbilicus were sewn with 2-0 vicryl suture to close the subcutaneous space and to bring the dermis of the umbilicus down to the fascia reinverting. Staples were placed. Estimated blood loss was 15 ml. He tolerated procedure satisfactorily. He was taken to recovery room in stable condition.¿ on (B)(6) 2016: emergency room visit. Hpi: presents to ER complaining of redness and itching around surgical site of umbilical hernia repair. States had allergic reaction in the past to mesh from a previous hernia repair. Spouse states she contacted the on-call surgeon who advised her to remove the dressing and give the patient two benadryl. Spouse did not remove the dressing as she was concerned about patient having staples and sutures but she did give him benadryl, last dose at 3 am. Exam: area of erythema without hives. Surgical incision is intact, no signs of infection. Reevaluation: redness improved. Impression & plan: medrol dosepak, f/u dr. (B)(6) in the office. Stable. Discharged. On (B)(6) 2016: emergency room visit. Hpi: this evening he noted a small area which had opened. There is no significant bleeding. Exam: gi: soft, non-tender, healing midline incisional wound. Staples recently removed, steri-strips in place. The inferior most aspect of the wound has a 1 cm dehiscence. No evidence of secondary infection or purulent drainage. Impression & plan: diagnosis: dehiscence of surgical wound. Stable. Discharged. On (B)(6) 2017: history & physical. Hpi: presents with complaint of hernia, left groin pain. Underwent CT scan, found hernia. Exam: unremarkable except; left inguinal hernia, reducible. Impression & plan: inguinal hernia, left. This will need to be repaired in an open fashion. On (B)(6) 2017: emergency room visit. Hpi: abdominal pain, nausea and vomiting. Exam: skin: area around surgical site is erythematous, tender and indurated but there is no drainage. Impression: expected postoperative findings. CT scan shows no evidence of intraabdominal pathology. With this information combined with his physical exam, I suspect his symptoms may be related to a local wound infection. Patient therefore given IV clindamycin and will discharge on oral clindamycin 600 mg tid. Would recommend very close follow up with surgeon to ensure that any infection is not spreading/worsening. Discharged. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1994, 3191 other code used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: ¿ the known medical records span october 2, 2012 through february 7, 2018, and not all records received in this time span are relevant to gore dualmesh® plus biomaterial. ¿ medical records from october 3, 2012 through august 12, 2014 were not provided. Patient information: medical history: ¿ smoking. On (B)(6) 2014: every day smoker, 1 pack daily. On (B)(6) 2014: current every day smoker, 1 pack daily. On (B)(6) 2014: ¿... The patient was regularly not in his room as he was out smoking.¿ ¿ obesity. On (B)(6) 2013: 270 lbs., bmi 42.3. On (B)(6) 2014: 240 lbs., bmi 37.5. On (B)(6) 2015: 260 lbs., bmi 40.8. On (B)(6) 2017: 264 lbs., bmi 41.3. On (B)(6) 2018: 244 lbs., bmi 38.2. ¿ diabetes mellitus. On (B)(6) 2014: diet controlled. ¿ gastroesophageal reflux disease [gerd]. ¿ peptic ulcer disease. Prior surgical procedures: none provided. Implant preoperative complaints: ¿ on (B)(6) 2012: CT abdomen: ¿tiny umbilical hernia containing only fat.¿ ¿ on (B)(6) 2014: ed visit: ¿presents with hernia and pain in umbilical hernia. Onset just prior to arrival, constant, right abdomen, severe. Exacerbating factors: bending over and standing. Sudden onset while watching tv. Exam: unremarkable except; gi: abdominal distention, obese. Tenderness: moderate, periumbilical. Mass: hernia. Patient has again freely reducible umbilical hernia which is slightly tender. Discussed pain meds and f/u with surgery. Return if not reducible. Impression & plan: abdominal hernia. No heavy lifting. Ice to area and lay flat. Work to push this area back into the abdomen area like shown here.¿ ¿ on (B)(6) 2014: history and physical: ¿umbilical hernia, bulge at umbilicus, abdominal pain, mid-abdomen, dull, aching. Onset 5 days ago, followed straining. Moderate severity. Symptoms exacerbated by straining, coughing and bending. Current treatment includes manual reduction. Impression & plan: hernia, umbilical. Pain seems out of proportion to his physical findings. On exam he has a reducible umbilical hernia without signs or incarceration or strangulation. Obtain CT then can fix hernia as elective procedure.¿ CT abdomen: ¿small umbilical hernia. Otherwise, unremarkable.¿ ¿ on (B)(6) 2014: ed visit: ¿abdominal pain, ventral hernia, obesity, nausea. Presents with hernia. Pain is moderate. Exacerbating factors include bending over and heavy lifting.¿ implant procedure: laparoscopic reduction and repair of incarcerated abdominal wall hernia using ¿gore-tex dual mesh plus, that was 10 x 15 cm.¿ implant: gore® dualmesh® plus biomaterial (1dlmcp03/12017857, 10cm x 15cm) implant date:(B)(6) 2014 [hospitalization dates unknown]. ¿ description of hernia being treated: ¿peritoneoscopy showed some incarcerated omentum. We put a 5 and a 10 in the right mid abdomen. Hernia contents were removed and then the hernia sac was excised.¿ ¿ implant size and fixation: ¿once that was done, then we mapped out and felt we could cover this easily with a 10 x 15 gore-tex dual mesh plus. Mesh had stay sutures placed at 3, 6, and 12 and then we put in the abdominal cavity, brought the stay sutures transabdominally up at 3, 6, 9, and 12 after we reduced the pressure to 7. Abdominal patch was pulled up, covered the defect nicely, and overlapped nicely. We then tacked every centimeter. Sutures were tied down. We put two other extra holes, pulled down the thickness sutures 2 and 7. Once that was done, pneumoperitoneum was released. The 10 mm trocar site was closed in direct vision with 0-vicryl. Local anesthetic was placed. Skin incisions were closed with subcuticular monocryl and steri-strips. Dressings were applied.¿ ¿ no post-operative records were provided. Explant preoperative complaints: ¿ on (B)(6) 2014: ed visit: ¿abdominal pain, swelling, redness, drainage times 1 day.¿ ¿when he went home after surgery he noticed some redness. He was able to take a bath today and the redness is worse. Disposition: admitted for abscess.¿ CT scan: ¿no recurrent or residual hernia. Small amount of fluid along the mesh which is likely related to a seroma. Impression: s/p umbilical hernia repair with mesh. Small amount of fluid is seen along the mesh which is normal and expected. In the subcutaneous soft tissues at the level of the umbilicus there is a 3.2 cm fluid collection that contains a small bubble of air. This is concerning for a small abscess. There is edema in the abdominal wall. No intra-abdominal free fluid or abscess.¿ ¿edema in umbilicus at old hernia sac site, erythema abdominal wall. Vancomycin started.¿ infectious disease: ¿abdominal wall cellulitis, erythema, early vesicular bullous lesions, suggestive of staphylococcal or streptococcal infection. Streptococcal infection would appear to be more likely given the rapidity of onset.¿ ¿may need to consider draining the fluid collection, although this may simply be a postoperative seroma or hematoma.¿ ¿ on (B)(6) 2014: ¿increased abdominal pain, located in umbilical area and lower mid right and left abdomen.¿ ¿patient moaning in pain and states this is worse pain he has had since hospitalization. Pain not relieved with dilaudid and 2 lortab 7.5 mg. Abd. Assessment shows abd distended, redness to abd and tender to touch.¿ ¿ on (B)(6) 2014: CT abdomen: ¿interval increase in the amount of fluid adjacent to the anterior abdomen wall mesh of uncertain significance. This may represent a seroma but superimposed infection cannot be excluded. Persistent collection of fluid in the umbilical region also may represent seroma, hematoma or abscess.¿ explant procedure: diagnostic laparoscopy followed by laparoscopic removal of mesh with intra-abdominal cultures. Explant date: (B)(6) 2014 [hospitalization (B)(6) 2014]. ¿ ¿he had the omentum stuck up the abdominal wall. We put a 10 and a 5 in the right mid abdomen to the previous sites. The omentum came down easily. There was some fluid between the omentum and the patch. It was cultured and it was somewhat bloody and then all the omentum was taken down. The patch was clearly delineated and grossly did not appear infected. We went ahead and incised the sutures laparoscopically and we were able to take the entire mesh down. There was some fluid on top of it. It was also cultured and then some adherent debris above the patch that we actually sent for culture. Patch was then removed and we irrigated out extensively, made sure they were in the small bowel. There were no evidence of enterotomies, no succus, no other issues whatsoever. So, we irrigated out the pelvis, left gutter and made sure there were not any bleeding and then we felt we solved the problem. Some 0 vicryls were put in to try and pull together the hernia defect that came together but I do not think it will last long.¿ on (B)(6) 2014: pathology: diagnosis: ¿explanted umbilical hernia mesh, gross diagnosis only. Gross description: ¿ ¿explanted umbilical hernia mesh¿ and consists of a synthetic pale tan tissue measuring 12.0 x 8.0 x 0.2 cm with multiple silver apparent metallic rings throughout. No identifying markings are noted. One aspect has a string attached. The specimen is submitted for gross exam only and will be retained for a brief time within the laboratory.¿ on (B)(6) 2014: ¿microbiology: culture tissue and stain. Accession: (B)(4). Source: tissue. Body site: abdomen. Peri-mesh tissue abdomen. No growth. Stains/preps: gs. No organisms seen. No cells seen. Culture body fluid and stain. Accession: (B)(4). Source: fluid. Body site: abdomen. Peri mesh fluid. No growth. Stains/ preps: gs. No organisms seen. No cells seen. Culture anaerobic. Accession: (B)(4). Source: tissue. Body site: abdomen. Peri-mesh tissue. No anaerobic growth. Culture anerobic. Accession: (B)(4). Source: fluid. Body site: abdomen. Peri-mesh fluid. No anaerobic growth.¿ on (B)(6) 2014: discharge summary: ¿patient make slight improvement, although complained of increasing abdominal pain. Of note, however, the patient was regularly not in his room as he was out smoking.¿ ¿procedure without complications. Postoperatively continued to complain of extraordinary amount of pain, started on pca [patient controlled analgesia] pump. Remainder of hospital course uneventful. Pca pump discontinued (B)(6) 2014, was afebrile, vital signs stable, asking to go home. Positive bowel sounds, abdominal wall looked better. Stable for discharge home, diet as tolerated, light activity until follow up.¿ relevant medical information: ¿ on (B)(6) 2014: ¿his abdominal wall erythema and cellulitis has resolved. He is on by mouth augmentin. Multiple cultures were obtained and they were all no growth.¿ impression: ¿he had a rather severe inflammatory reaction. I will say that it was infected mesh although all of his multiple cultures were negative. He is responding nicely to removal of the mesh.¿ ¿ on (B)(6) 2015: abdominal incisional hernia repair with biopatch. ¿ on (B)(6) 2016: ER visit: ¿presents to ER complaining of redness and itching around surgical site of umbilical hernia repair. States had allergic reaction in the past to mesh from a previous hernia repair.¿ ¿ on (B)(6) 2016: ¿I agree had noted a few days ago I think he had a postop skin topical allergic reaction. The medrol dosepak clearly helped. His hygiene is not the best.¿ ¿ on (B)(6) 2017: left inguinal hernia repair with mesh. ¿alleged allergy to gore-tex. As such, prolene mesh placed.¿ ¿implant: mesh hern pre-shp. Atrium med.¿ ¿ on (B)(6) 2017: ER visit: ¿skin: area around surgical site is erythematous, tender and indurated but there is no drainage. Impression: expected postoperative findings. CT scan shows no evidence of intraabdominal pathology. With this information combined with his physical exam, I suspect his symptoms may be related to a local wound infection.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. Gore® dualmesh® plus biomaterial should not be used in patients with hypersensitivity to chlorhexidine or silver.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. The provided medical records are inconclusive therefore 1930 and 2069 are being reported out of an abundance of caution. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 12017837. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected results code. Code 3233 - sterilization results pending completion of the evaluation. H6: corrected conclusion code. H10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2014 indicate the patient underwent laparoscopic reduction and repair of incarcerated abdominal wall hernia using gore-tex dual mesh plus, that was 10 x 15 cm. Postoperative diagnosis states: ¿incarcerated symptomatic umbilical hernia.¿ the (B)(6) 2014 records state: ¿small incision was made in the right upper quadrant. Veress needle was introduced. Pneumoperitoneum achieved to pressure of 15, followed by 5 mm optiview trocar. Peritoneoscopy showed some incarcerated omentum. We put a 5 and a 10 in the right mid abdomen. Hernia contents were removed and then the hernia sac was excised. Once that was done then we mapped out and felt we could cover this easily with a 10 x 15 cm gore -tex dual mesh plus. Mesh had stay sutures placed at 3, 6, and 12 and then we put in the abdominal cavity brought the stay sutures transabdominally up at 3, 6, 9, and 12 after we reduced the pressure to 7. Abdominal patch was pulled up, covered the defect nicely, and overlapped nicely. We then tacked every centimeter. Sutures were tied down. We put two other extra holes, pulled down the thickness sutures 2 and 7. Once that was done, pneumoperitoneum was released. The 10 mm trocar site was closed in direct vision with 0-vicryl local anesthetic was placed. Skin incisions were closed with subcuticular monocryl and steri-strips.¿ the records indicate a gore dualmesh® plus biomaterial (1dlmcp03/12017837) was used during the procedure. Operative records with date of procedure not documented, indicate the patient underwent diagnostic laparoscopy followed by laparoscopic removal of mesh with intra-abdominal cultures. Postoperative diagnosis states: ¿status post laparoscopic repair of abdominal hernia with mesh, now with suspected infected mesh.¿ the undated operative report states: ¿veress needle was inserted in the right upper quadrant. Pneumoperitoneum was achieved, pressure of 17, is followed by 5 -mm optiview trocar. He had the omentum stuck up the abdominal wall. We put a 10 and a 5 in the right mid abdomen to the previous sites. The omentum came down easily. There was some fluid between the omentum and the patch. It was cultured and it was somewhat bloody and then all the omentum was taken down. The patch was clearly delineated and grossly did not appear infected. We went ahead and incised the sutures laparoscopically and we were able to take the entire mesh down. There was some fluid on top of it. It was also cultured and then some adherent debris above the patch that we actually sent for culture." The undated operative report continues: "patch was then removed and we irrigated out extensively, made sure they were in the small bowel. There were no evidence of enterotomies, no succus no other issues whatsoever. So, we irrigated out the pelvis, left gutter and made sure there were not any bleeding and then we felt we solved the problem. Some 0 vicryls were put in to try and pull together the hernia defect that came together but I do not think it will last long. We then closed our 10 mm trocar site in direct vision with 0 pds. Pneumoperitoneum was released. Local anesthetic was placed. Skin was closed with prolene.¿ the culture report for the specimens collected during the procedure were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6) hospital. Emergency triage nurse notes. Abdominal pain, swelling, redness, drainage times 1 day. Diagnoses: post surgery problem. On (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Discharge summary. Discharge diagnoses: abdominal wall erythema and pain. Recent laparoscopic reduction and patch repair of ventral umbilical hernia. Gastroesophageal reflux disease. Chronic pain syndrome. Peptic ulcer disease. Procedure: laparoscopic removal of previously placed umbilical hernia mesh. Hospital course: seen in emergency department by dr. (B)(6) , patient admitted to surgical floor. (B)(6) 2014, evaluated by dr. Dougherty managed antibiotics throughout hospital stay. Evaluated by dr. Newton, noted decreased erythema in abdominal area. Continued on IV antibiotics. Patient make slight improvement, although complained of increasing abdominal pain. Of note, however, the patient was regularly not in his room as he was out smoking. 09/02/14, erythema greatly decreased, abdominal pain deceased, tolerating diet. Normal white blood cell count. (B)(6) 2014, returned to operating room by dr. Newton, underwent surgical procedure. Procedure without complications. Postoperatively continued to complain of extraordinary amount of pain, started on pca [patient controlled analgesia] pump. Remainder of hospital course uneventful. Pca pump discontinued (B)(6) 2014, was afebrile, vital signs stable, asking to go home. Positive bowel sounds, abdominal wall looked better. Stable for discharge home, diet as tolerated, light activity until follow up. On (B)(6) 2015: (B)(6) hospital. Implant record. Mesh. Graft xenmatrix. On (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Emergency room visit. Abdominal pain, gastroenteritis, nausea, vomiting. Discharge home. On (B)(6) 2016: [facility ni]. (B)(6) , md. Radiology ¿ CT abdomen/pelvis without contrast. History: recent hernia repair, nausea, vomiting, pain. Findings: postoperative changes at level of umbilicus consistent with recent hernia repair. Mesh is seen. Minimal fluid in region, presumably postoperative. On (B)(6) 2017: [facility ni]. Emergency department triage nurse notes. Right lower quadrant pain, recently diagnosed with right inguinal hernia. Scheduled surgery on 9th but states ¿I can¿t take the pain anymore¿. Nausea, vomiting times 2 days. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Emergency room visit. Groin pain, abdominal pain. Diagnosis: left inguinal hernia. Discharge home. Follow up with surgeon within 3 to 5 days. On (B)(6) 2017: facility ni]. (B)(6) , md. Radiology ¿ CT abdomen/pelvis without contrast. History: lower back, groin pain. Reason for exam: incarcerated left ingunal [sic] hernia? Findings: postoperative changes of ventral hernia repair. Impression: no hydronephrosis or nephrolithiasis. On (B)(6) 2017: (B)(6) hospital. Implant record. Mesh hern pre-shp. Atrium med. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Emergency room visit. Abdominal pain, at surgery site. Fell against water bottles at speedway, aggravated left side healed surgical incision from repair of hernia. Increased swelling over incision. Pain increased with movement, some nausea. Wound looks great, no separation. Diagnosis: incisional pain. Discharged home. On (B)(6) 2017: (B)(6) hospital.(B)(6) , md. Radiology ¿ CT abdomen/pelvis with contrast. History: left inguinal hernia pain, recent surgery. Impression: stranding and inflammation in left inguinal region, presumably postoperative in nature. No recurrent hernia. On (B)(6) 2017: [facility ni]. (B)(6) , 2-rad. Radiology ¿ CT abdomen/pelvis. History: abdominal pain, nausea, vomiting. Impression: expected postoperative findings, no abnormality. On (B)(6) 2017: [facility ni]. (B)(6) , md. Emergency room visit. Fell off step ladder, having groin pain, hernia surgery last month. Reports persistent mass effect in left inguinal area under incision since surgery with minimal tenderness. Exam: left inguinal incision site appears well-healed, palpable scar tissue beneath incision, reports unchanged from postop course. Diagnoses: strain of left inguinal muscle. Discharge home. On (B)(6) 2017: (B)(6) hospital. (B)(6) , pa-c. Emergency room visit. 2 days dysuria. Radiating pain left lower quadrant of abdomen. Tenderness: mild, suprapubic, right lower quadrant, left lower quadrant, guarding. Diagnosis: abdominal pain. Follow up with surgeon within 2-3 days. (B)(6) , md. On (B)(6) 2017: [facility ni]. (B)(6) , md-rad. Radiology ¿ CT abdomen/pelvis without contrast. History: diffuse abdominal pain. Impression: interval improvement of inflammation in left groin, no new or acute findings. On (B)(6) 2017: [facility ni]. (B)(6) , md. Radiology ¿ CT abdomen/pelvis without contrast. History: bilateral flank, groin pain. Findings: small left inguinal hernia containing omental fat. Inflammatory changes in left groin appear stable. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Emergency room visit. Flank pain; groin pain; penile complaint. Diagnosis: abdominal pain; flank pain; nausea. Discharge home. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Emergency room visit. Fell in bathtub, injuring back and left groin. CT pelvis, no acute abnormality. Diagnosis: low back pain, left groin pain. Discharge home, stable. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Emergency room visit. Flank pain; penile complaint. Diagnosis: bilateral flank pain; hematuria. Discharge home. On (B)(6) 2017: (B)(6) hospital. Dr. (B)(6) . Radiology ¿ CT abdomen/pelvis without contrast. History: lower pelvic pain. Impression: nonspecific left inguinal stranding. Small indeterminate left adrenal nodule. Diffuse fatty liver. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Emergency room visit. Hematuria; groin pain. Diagnosis: acute prostatitis; hematuria. Discharge home. On (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Emergency room visit. Bilateral groin pain and difficulty urinating times 1 day. Bilateral abdomen inguinal scrotal. Pain severe. Associated symptoms: abdominal pain, testicular pain, pelvic pain. Exam gastrointestinal: soft, non-distended, normal bowel sounds, tenderness: moderate, suprapubic, right lower quadrant, left lower quadrant, guarding: minimal. Groin: bilateral, inguinal tenderness, no hernia palpated. Diagnosis: abdominal pain, microscopic hematuria, groin pain, scrotal pain. Discharge home, stable. On (B)(6) 2018: (B)(6) radiology, pllc. (B)(6) . Radiology ¿ CT abdomen/pelvis with contrast. History: lower abdominal pain times 1 day. Impression: no apparent acute abnormality. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.